Event description:
It was reported the pt (B)(6) is experiencing difficulty maintaining communication with the ipg via the charging system. The pt has recently utilized injections as a means to manage his pain and as such has not recharged the ipg in several months. Efforts to resolve this matter with use of a different charging system prove unsuccessful. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.